Event description:
The customer received questionable inorganic phosphorus (phos) results for an unknown number of patient samples. Some samples were front loaded onto the analyzer in primary tubes, others came from the modular preanalytic analyzer (mpa). Out of the results for approximately 500 patient samples, data was provided for 29 patient samples. Only the results for 19 patient samples were discrepant. All results are in mg/dl. Patient sample (B)(6) initial result was 6.7 and the repeat result on (B)(6) 2012 was 3.1. Patient sample (B)(6) initial result was 12.4 and the repeat result on (B)(6) 2012 was 5.1 with a data flag. Patient sample (B)(6) initial result was 17.2 and the repeat result on (B)(6) 2012 was 5.1 with a data flag. On (B)(6) 2012, patient sample (B)(6) initial result was 7.0 and the repeat result on (B)(6) 2012 was 3.5. Patient sample (B)(6) initial result was 14.7 and the repeat result on (B)(6) 2012 was 2.8. Patient sample (B)(6) initial result was 11.4 and the repeat result on (B)(6) 2012 was 3.5. Patient sample (B)(6) initial result was 12.5 and the repeat result on (B)(6) 2012 was 3.3. Patient sample (B)(6) initial result was 9.4 and the repeat result on (B)(6) 2012 was 4.3. Patient sample (B)(6) initial result was 18.3 and the repeat result on (B)(6) 2012 was 3.5. Patient sample (B)(6) initial result was 17.0 and the repeat result on (B)(6) 2012 was 3.8. Patient sample (B)(6) initial result was 12.7 and the repeat result on (B)(6) 2012 was 3.1. On (B)(6) 2012, patient sample (B)(6) initial result was 13.9 and the repeat result on (B)(6) 2012 was 3.1. Patient sample (B)(6) initial result was 7.1 and the repeat result on (B)(6) 2012 was 4.1. On (B)(6) 2012, patient sample (B)(6) initial result was 11.8 and the repeat result on (B)(6) 2012 was 2.3 with a data flag. Patient sample (B)(6) initial result was 7.4 and the repeat result on (B)(6) 2012 was 2.8. Patient sample (B)(6) initial result was 7.8 and the repeat result on (B)(6) 2012 was 4.0. Patient sample (B)(6) initial result was 6.0 and the repeat result on (B)(6) 2012 was 3.6. On an unknown date, patient sample (B)(6) initial result was 8.5 and the repeat result was 4.3. Patient sample (B)(6) initial result was 10.1 and the repeat result was 3.5. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events due to the issue. The phosphorus r1 and r2 reagent lot numbers and expiration dates were not provided. The field service representative determined there was low water level in reaction cells. He adjusted the water level valve and replaced the reaction cells as a precautionary measure. To verify the analyzer operation, the customer ran a 30 cup precision, calibration and qc. All tests passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.